Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Technical services (ts) reviewed and stated that it appeared to show a tachyarrhythmia with a similar a and v rate of 194 bpm and a morphology that was similar to previous atr episodes. Therapy was delivered due to a stable rhythm that was sudden in onset in the vt zone. Ts recommended programming options. Ts stated that the charge time for a shock delivered was 16.3sec and the normal charge time before eri would be 12 to 15sec. This device has a remaining longevity as of now showing for less than 3 months to eri. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in entire section e initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Technical services (ts) reviewed and stated that it appeared to show a tachyarrhythmia with a similar a and v rate of 194bpm and a morphology that was similar to previous atr episodes. Therapy was delivered due to a stable rhythm that was sudden in onset in the vt zone. Ts recommended programming options. Ts stated that the charge time for a shock delivered was 16.3sec and the normal charge time before eri would be 12 to 15sec. This device has a remaining longevity as of now showing for less than 3 months to eri. This device remains in service. No adverse patient effects were reported.